Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found unresponsive. He was transported to the hospital and they withdrew support. The doctor reported that the pt died of "anoxic brain injury".

Manufacturer narrative:
No autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.